Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient was unable to connect the scs ipg and the patient controller (pc). The pc displayed ¿connection problem with the generator¿ message. Reportedly, the issue began for the patient after an unrelated surgery the week prior, and the patient reported he set the system to surgery mode prior to his surgery, but has been unable to connect to the generator since. Multiple attempts to resolve the issue with troubleshooting have been made but the issue persists. The next course of action has not been determined at this time.

Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one. Stimulation therapy was restored postoperatively and the reported issue was resolved.